Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was over 400 mg/dl. Customer stated that the customer had motor error alarm and then not long after it came up put new infusion set it rewound and it came back on motor error not getting insulin. Customer gave herself a manual injection and blood glucose was 542 mg/dl. Customer reported the drive support cap appeared normal. Customer reported that the insulin pump has been exposed to high magnetic field. Customer reported that months ago she had an MRI but device was taken off, took it off for xray. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer reported that ran piston forward and no reservoir primed tubing, saw drops. Customer reported that history contains more than one motor error alarm within a 30 day period. Customer reported no delivery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery alarm and no motor error alarm noted during test. Motor passed motor test.